Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: initial right total hip arthroplasty performed (B)(6) 2020. Subsequently, the patient experienced an unknown injury resulting in a displaced acetabular fracture with component loosening and contracture of the hip. The patient had her hip replaced and presented with displaced acetabular fracture and component movement. Right acetabular fracture involving both columns, mechanical failure of right hip arthroplasty, right hip contracture. Contracture released, removal of cup and screws performed very easily. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Age or date of birth: unknown day in (B)(6). Implant date. Unknown day in (B)(6) 2020. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: part: unk, lot: unk, unk shell; part: unk, lot: unk, unk head; part: unk, lot: unk, unk liner. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02764, 0001825034-2021-02766, 0001825034-2021-02767.

Event description:
It was reported a patient underwent an initial right total hip arthroplasty. Subsequently, the patient experienced an unknown injury resulting in a displaced acetabular fracture with component loosening and contracture of the hip and was revised approximately 5 months later. The head, liner and shell were revised. Attempts have been made and no further information has been provided.